Event description:
The customer observed falsely elevated architect free t4 results for one patient. The sample was repeated on another architect with lower results. The following data was provided: sid (B)(6) initial result processed on (B)(6) 2024 = 1.55 ng/dl(ran on (B)(6)). Repeat result processed on (B)(6) 2024 = 1.26 ng/dl(ran on (B)(6)). Reference range = 0.70 to 1.48 ng/dl there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 59144ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 59144ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the architect free t4 for reagent for lot 59144ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The sample was repeated on another architect with lower results. The following data was provided: sid (B)(6) initial result processed on (B)(6) 2024 = 1.55 ng/dl(ran on (B)(6)). Repeat result processed on (B)(6) 2024 = 1.26 ng/dl(ran on (B)(6)). Reference range = 0.70 to 1.48 ng/dl there was no impact to patient management reported.